Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Occupation: non-healthcare professional. (B)(4) apply to verify enhanced and lead (lot# unknown) apply to lead (lot# unknown) only. (B)(4) apply to lead (lot# unknown) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were bleeding on the bandage from the incision and thought the lead may have moved. The patient said they went to their healthcare provider (hcp) to discuss the bleeding and was also told that the lead had not moved. Five days later, the patient said stimulation was uncomfortable on the left side when they sat down. They said the wire may have migrated/moved; stimulation was now on the right side. When they turned stimulation to 7.4 ma they couldn't feel stimulation and it says "cannot provide your desired settings." As a result of the call, stimulation was left at 7.4 ma and the patient was still unable to feel stimulation. No further patient complications have been reported as a result of this event.